Event description:
Reference MDR #1219856-2011-00317 for the first event involving the same pt. It was reported that the event involved a male pt, > (B)(6). According to the event the pt was very sick. While in the cath lab and as the pt was unstable and coding, the second super arrow-flex (saf) sheath was inserted via the pt's femoral artery. As the md was inserting the intra-aortic balloon (iab) into the saf sheath, the iab would not pass all the way through the saf sheath. The proximal end of the iab membrane would not exit the distal tip of the saf sheath. The iab and saf sheath were removed. An (B)(4)-lws was prepped and inserted through "it's own sheath" into the same insertion site successfully. The first and second exchange was completed successfully utilizing a .018 swg from the cath lab stock. The pt expired in the cath lab. It is unk if the delay in iabp treatment contributed to the death of the pt. The pt was coding simultaneously to the attempted iab insertions.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.